Manufacturer narrative:
Trackwise ID (B)(4). He device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa harvesting could not activate energy of hemopro. They changed out black cords without success. They finally changed out the vh-4000 and then they could continue completing harvest.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Pa harvesting could not activate energy of hemopro. They changed out black cords without success. They finally changed out the vh-4000 and then they could continue completing harvest. No ill effects to patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h4, h6, h10 analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar -2020 through feb-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 /4105/13 / 22) enter investigation findings: the device was returned to the factory for evaluation on 04/01/2022. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A polyfuse activation test, a temperature and resistance evaluation were not conducted to evaluate the device function due to the device not powering on.¿ an engineers evaluation was conducted on 04/19/2022. The pre-cautery test failed. The power supply did not beep and the hot jaw did not heat up. The handle of the device was opened. Dried blood was found on the inside of the handle, in the area around where the switch sits in the handle. An electrical continuity test was performed. There was no electrical continuity found between the switch common (c)and normally open (n.o.) Terminals when the switch lever was activated. This is not normal. The switch contacts were cleaned with alcohol. Electrical continuity was restored between the switch common (c)and normally open (n.o.) Terminals when the switch lever was activated. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was confirmed.

Event description:
N/a